Event description:
It was reported that this right atrial (ra) lead had dislodged one day after implant. Subsequently, a revision procedure occurred. This ra lead was explanted and succesfully replaced with an active lead. No additional adverse patient effects were reported.